Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a unspecified number of tubing was falling apart, sometimes tubing comes out of the package in pieces.

Manufacturer narrative:
Correction on initial report: disregard file ( after further review, suspect set is now an associate set).

Event description:
It was reported that a unspecified number of tubing was falling apart, sometimes tubing comes out of the package in pieces.